Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted only the terminal segment of the lead was returned, severed approximately 20 centimeters (cm) from the is-1 terminal pin. The proximal leg was severed 7.2 cm from the terminal pin. Testing of the severed segment was completed to assess lead electrical performance and the inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.